Event description:
The customer reports falsely elevated architect ca 19-9xr assay results for one patient whose blood was processed on an architect i2000sr analyzer as part of a physical check-up. An initial result of 282.5 u/ml was generated, which did not fit the patient's clinical condition/history. The sample was recentrifuged and tested a second time and generated a result of 298.9 u/ml. A CT scan was performed with negative results. All other clinically relevant blood markers were within expected normal reference ranges. The patient has no clinical symptoms. There is no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Manufacturer narrative:
The customer tested the sample using a neuraminidase process and the results decreased, indicating that the elevated results were accurate. The customer also completed dilution linearity testing and the sample diluted linearly. Accuracy testing was performed in-house with retained reagents of lot 33393m500 (list 02k91-25). An architect ca 19-9xr panel consisting of four different levels of analyte concentrations was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca19-9xr reagent kit is performing as intended and no new issues were found. The issue involved a discreet patient sample and troubleshooting of the sample indicates that the sample contained ca19-9 analyte. A product malfunction was not identified.